Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Visual inspection of the device noted damage to the head of the screw. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in progress.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Requested but not returned by hospital.

Event description:
It was reported a patient underwent a knee arthroplasty on (B)(6) 2016. During the procedure, the offset adapter became stuck in the femoral canal and had to be removed. This resulted in a delay over 30 minutes.